Event description:
The customer reported film on the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h3, h6, h11 corrected fields: b5 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the probable root cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had foreign material. There were no reports of patient harm.